Event description:
The patient experienced withdrawal during the normal refill cycle (symptoms not specified). He was admitted to the hospital. There were no alarms or error messages noted in the pump logs. The pump and catheter were being evaluated. The pump was used to deliver baclofen. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.